Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving saline at an unknown dosage via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2019, it was reported that the patient's pump was not working. It was noted that the patient had a recent diagnosis of lung cancer. The patient was undergoing an MRI, but it was unknown if the procedure was due to a problem with the medtronic device or therapy. No further complications were reported. Additional information received on (B)(6) 2019 from the healthcare provider (hcp). It was clarified that the patient's pump stalled for over 48 hours. The cause of the stall was unknown. It was reported that the issue was not resolved. Saline was put into the pump. The patient did not want the pump anymore so they planned to remove the pump in the future. No further complications were reported.